Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2016-00006. It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a hysteroscopy and "noticed a perforation". The procedure was aborted. A laparoscopy was performed and no other injury was noted. No intervention was required and the patient was discharged home. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.